Event description:
It was reported that during treatment, the profore kit lff case 8 presented sticking and was hard to unroll. There was a delay 30 minutes or less and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual inspection found no obvious defects, the functional evaluation confirmed that that the coband layer was difficult to unwind, the layers where sticking causing the unwinding to be difficult. A documentation investigation has been conducted, confirming previous complaints of this nature, corrective actions have been assigned and is currently under effectiveness review. A review of the device history confirmed that no manufacturing problems had been observed, the complained product was released prior to the initiation of the corrective action. The probable root cause has been deemed to be manufacturing related, the standard operating procedure is inadequate. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.